Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirt-like foreign matter was found on the bd plastipak¿ hypodermic syringe. The following information was provided by the initial reporter, translated from portuguese: "the material demonstrated when opening an appearance of dirt."

Event description:
It was reported that dirt-like foreign matter was found on the bd plastipak¿ hypodermic syringe. The following information was provided by the initial reporter, translated from portuguese: "the material demonstrated when opening an appearance of dirt."

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time.